Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Elderly adult patient. Relevant medical history: inpatient hospital patient. Although requested, information on admitting diagnosis was not provided.

Event description:
It was reported that device has no hard minimum limit when an infusion was programmed using custom concentration. Because of this, the device allowed the user to custom program a morphine infusion and enter a total dose/volume of 9mg/50ml (0.18mg/ml) instead of the intended 50mg/50ml concentration (1mg/ml). The event was discovered 1 hour after infusion was initiated. There was no delay or medication intervention required. The customer stated no further information is available.